Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the down arrow keypad button has been intermittently unresponsive for the past 2 weeks, and that the contrast button is unresponsive. He stated that he wears the pump in his pocket, and denied exposing the pump to cleaning products.